Event description:
Healthcare professional reported that patient was injected with 2ml juvederm vista voluma xc in "hairline (middle, right side, left side 3 points) to the epicranial aponeurosis on the forehead, and bluntly peeled off to the upper edge of the eyebrows so as to slide under the frontalis muscle" and 2ml juvederm vista volux xc "onto the bone near the border between the cheekbone and sphenoid bone" and into temple. Two days later, patient reported right forehead and upper eyelid discomfort as well as erythema. Patient also reported sores on skin and purpura and skin ulcers that gradually expanded. Three days later, patient reported improvement after unspecified treatment for "ischemic symptom due to vascular occlusion and compression of the superficial temporal artery and vein, supraorbital artery and vein, etc. Due to hyaluronic acid injection."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.